Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The device was used for an off label indication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Coleman, r.r., starr, p.a., katz, m., glass, g.a., volz, m., khandhar, s.m., ostrem, j.l. Bilateral ventral intermediate nucleus thalamic deep brain stimulation in orthostatic tremor. Stereotactic and functional neurosurgery. 2016. 94:2(69-74). Doi: 10.1159/000444127 summary: orthostatic tremor (ot) is characterized by high-frequency leg tremor when standing still, resulting in a sense of imbalance, with limited treatment options. Ventral intermediate (vim) nucleus thalamic deep brain stimulation (dbs) has been reported as beneficial in a few cases. Reported events: patient 2: a (B)(6) female patient with bilateral deep brain stimulation (dbs) of the ventral intermediate (vim) nucleus of the thalamus to treat orthostatic tremor (ot) was hospitalized for 2 brief generalized tonic-clonic seizures on postoperative day 3 that were transiently treated with low dose levetiracetam without recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.